Event description:
Per the clinic, the patient developed a post-operative infection at the surgery site. The patient was prescribed oral antibiotics (keflex.) The patient was subsequently hospitalized on (B)(6), 2013 and given IV antibiotics (cefazolin.) During the hospitalization, the site of the infection was lanced and drained. The patient was diagnosed with (B)(6) and rifampin was added to the antibiotic course. The patient was released from the hospital and given a prescription for oral minocycline. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.